Manufacturer narrative:
Eval - the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
On (B)(6)2010, the pt was implanted with an scs system. The pt arrived at the ER complaining of a fever, with back/hip pain. The pt was examined and they had a fever of 103 and a white cell count of 14.8; there was a brown discharge from the pocket. The physician had the pt admitted and began IV antibiotics (vandlomycyn 500 mg/ cefieime 2 grms every 12 hrs). A culture was taken of the pocket although pocket looked clean, there was blood in the pocket. The entire system was explanted. It is unk what caused the infection and the type of infection is pending the results of the culture. The pt is already doing better since started on the antibiotics. Re implantation is pending the healing of the pt, but the physician said it would be at least 3 to 6 months. The explanted system will not be returned.